Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. Based on the results of the investigation, the root cause could not be identified. However, it was possible that the event occurred due to damage to the internal board of the connector. As for the cause of the damage, since a defect was confirmed in the connector, it is possible that an irregular load was applied to the internal board due to external stress applied during handling, and it was damaged, but it could not be identified. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the bronchofibervideoscope was unable to display image. The issue occurred during preparation for use. There were no reports of patient harm.